Manufacturer narrative:
Beckman coulter field complaint handling unit (chu) evaluated the event involving the au5800 chemistry analyzer. Chu reviewed the instruction for use (IFU) for ferritin and confirmed deroxat is not of the list of medications that can cause potential interference. Per the instruction for use (IFU) for ferritin, the interference section states that in very rare cases gammopathy, especially monoclonal igm (waldenstrom¿s macroglobulinemia), may cause unreliable results. The cause of the high ferritin results could not be determined there is no evidence to reasonably suggest that a malfunction occurred in conjunction with this event. No further issues reported and the customer was satisfied. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is case (B)(4).

Event description:
The customer reported the generation of a false positive ferritin patient result with f, h and z flags on their au5800 chemistry analyzer. The erroneous sample was repeated on an alternate instrument and results considered normal were obtained. The customer reported the patient was hospitalized at macon hospital to investigate the very high ferritin level. The customer stated the patient was being treated with deroxat since 2021. No further details were provided.